Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a patient called and left a voicemail and e-mail asking if his PICC line uses gravity or if a pump was required. He stated his PICC was inserted and worked fine for 2 day and ¿clogged¿. He also stated during a phone call that the PICC was removed several days ago. No additional information was provided.